Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an inferior concha resection procedure, the device locked out during use. After that, when the nurse cleaned the blade tip, the blade was broken. The blade was broken out of the patient. Another device was used to complete the case. There were no adverse consequences to the patient.